Manufacturer narrative:
The following information was requested but was not made available - weight, date of birth, pre-existing conditions and medications. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2022, this patient underwent an emergency endovascular treatment for contained rupture of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2022, postoperative computed tomography (CT) examination confirmed a proximal type I endoleak. On (B)(6) 2022, a reintervention was performed. An aortic extender was implanted into the proximal side of the previously implanted gore® excluder® aaa endoprostheses and the endoleak was resolved.

Manufacturer narrative:
H6: code 213, no device problem found: a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. H6: code 4111, communication/interviews: additional information in regard to the event of the case was requested. The provided additional information is captured in the event description in section b5. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require additional intraoperative procedure time or intervention include, but are not limited to endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. H6 investigation findings code 3233 replaced with 213. B5 updated description summary with additional details.

Event description:
The following information was reported to gore: on (B)(6), 2022, this patient underwent an emergency endovascular treatment for contained rupture of abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2022, postoperative computed tomography (CT) examination confirmed a proximal type I endoleak. No aneurysm enlargement was noted. On (B)(6), 2022, a reintervention was performed. An aortic extender was implanted into the proximal side of the previously implanted gore® excluder® aaa endoprostheses and the endoleak was resolved. It was requested but no cause was provided for the endoleak nor was the angulation of the neck made available upon request.